Event description:
The physician had difficulty obtaining femoral access for a diagnostic coronary angiogram on a diabetic, obese pt. After muliple physician attempts, the assisting technologist was able to cannulate the artery on the first attempt. A pre-deployment femoral angiogram revealed the site was acceptable for an angio-seal deployment. The pt was diagnosed with a retroperitoneal bleed and developed disseminated intravascular coagulation (dic) between 24-48 hours following the angiogram. A vascular surgeon removed the angio-seal device from the subcutaneous tissue and noted the initial stick was high and possibly in the iliac area. The pt was on lovenox/heparin and coumadin for atrial fibrillation. The pt expired sometime after 48 hours.